Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the clip on the pump case broke causing the infusion set to be pulled out. There was no reported impact to the customer's blood glucose level. An infusion set change was performed.